Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the valve cover was found to be so loose that it was easily detached from the product. The issue was able to be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator had a valve cover that was so loose it was easily detached. The customer requested that the fit of the cover be a little tighter to prevent it from being detached completely. There was no patient injury. This issue was noted during a pre-use check.